Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device displayed a white screen after boot up and operation was not possible. A white display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
After replacing the ui pcb and performing other unrelated repairs, the device passed functional and performance testing and was returned to the customer. The replaced ui pcb was returned to the product analysis center (pac). The pac technician was able to verify the reported issue. It was determined that the cause of the reported issue was a cracked and shorted capacitor c181, part of the ui pcb component. The component was archived by stryker.

Event description:
The customer contacted stryker to report that the device displayed a white screen after boot up and operation was not possible. A white display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the device displayed a white screen after boot up and operation was not possible. A white display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no patient use associated with the reported event.